Event description:
(B)(4) study. It was reported that pinching of the diagonal vessel occured the 95% stenosed target lesion was a de-novo lesion, with a length of 6mm and a reference vessel diameter of 2.75mm and a bifurcated lesion located in the proximal left anterior descending artery a 2.75 x 8 mm taxus liberte stent delivery system (sds) was used to treat the target lesion after pre-dilatation with an unspecified balloon, with 0% residual stenosis. However, after placement of study stent, the ¿ostium of diagonal¿ was pinched from 40% to 95% which was treated using 2.0 x 20 mm apex balloon, resulting in 20% residual stenosis. The following day, the patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).